Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon could not be inflated. New trocar was opened to complete procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. Nothing fell into cavity. No patient harm. Operating room time extension: unknown.